Manufacturer narrative:
The investigation into the limb ischemia issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based off the clinical info available, the cause of the limb ischemia issue was patient condition related to small vessel based on provided clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient did not have dopplerable pulse since pump placed. Nurse increased p-level on automated impella controller (aic) from p-2 back to p-6 and patient had brief return of circulation. Patient eventually expired after 14 hours of impella support. No allegations were made for patient expiration due to impella.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.